Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump. The customer blood glucose level was 405 mg/dl at the time of incident. The customer other blood glucose level were 311 mg/dl, 350 mg/dl or 370 mg/dl, 400 mg/dl, 250 mg/dl or 260 mg/dl and 142 mg/dl. Customer blood glucose running over 200 mg/dl to 300 mg/dl last week and also insulin flow block. Customer reported event was resolved by complete set changed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.